Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable device over-sensed noise on the right ventricular (rv) channel resulting in pacing inhibition of greater than two seconds. It was noted that the patient is pacemaker dependent and in a wheelchair. The physician performed provocative maneuvers and noise oversensing was never reproduced. Oversensing of atrial activity was reproduced once during threshold testing. The physician decided to increase the rv sensitivity to 0.8 mv and adjust rv and left ventricular (lv) lead blanking during atrial pacing. Rv pacing impedance was slightly decreased from 380 ohm to 340 ohm. All other parameters were in normal range. Due to the clinical condition of the patient, the physician will continue latitude monitoring. No additional adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this implantable device over-sensed noise on the right ventricular (rv) channel resulting in pacing inhibition of greater than two seconds. It was noted that the patient is pacemaker dependent and in a wheelchair. The physician performed provocative maneuvers and noise oversensing was never reproduced. Oversensing of atrial activity was reproduced once during threshold testing. The physician decided to increase the rv sensitivity to 0.8 mv and adjust rv and left ventricular (lv) lead blanking during atrial pacing. Rv pacing impedance was slightly decreased from 380 ohm to 340 ohm. All other parameters were in normal range. Due to the clinical condition of the patient, the physician will continue latitude monitoring. No additional adverse patient effects were reported. This product remains in service.